Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the plastic piece from the 511h fell into the patient. Another device was used to complete the case.